Manufacturer narrative:
There was no patient injury. Lot # 1116935 was not a complete lot number and could not be verified by the reporter. However, lot number 11116935 was reviewed as well as related assembly lots and no similar concerns were found. One catheter was returned for evaluation. The lines were clamped off above the suture wings when the product was received. The catheter tubing appeared to have broken between the seventh and eighth centimeter marking from the hub. The area of separation was noticed to have had jagged edges. Based on the jagged, uneven edge present at the area of separation, the breakage was most likely caused by the application of undue force to the catheter. This may have been tensile force being applied to the catheter tubing. It is also possible that the breakage is related to the application of undue pressure. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Broke (B)(6) 2016. Cat#384466, lot 1116935. Details: hourly site check bedside nurse noted dressing wet with tpn/lipids. Provider notified and assessed. Catheter noted to be separating form suture wing on patient side. Line removed and replaced. No harm to patient. (Note: lot number provided was not a complete lot number.